Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint.- litigation papers allege: friction and wear between the cobalt-chromium metal head and cobalt-chromium metal liner has caused large amounts of toxic cobalt-chromium metal ions and particles to be released into patient's blood and tissue and bone surrounding the implant. As a result, patient has been experiencing severe pain and discomfort and inflammation in her left leg, a popping and clicking sound in her left hip; sensation that the pinnacle device is unstable and will give out on her; inability to walk moderate or long distances; inability to sleep on her left side without severe pain; inability to sit for moderate to long periods of time; metallosis, cobalt-chromium metal toxicity, infection, loss of consortium and other complications. Doi: (B)(6) 2006 left hip. Dor: none reported. Patient residence: (B)(6). Update: (B)(6) 2012 - pfs was received from legal, medical records were received from legal, and part/lot information was identified. Records are available for further review.

Manufacturer narrative:
The complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional related reports for the lot code 2255761. A search of the complaint database finds additional reported incidents against lot code 2215522 since its release for distribution; however, a previous review of the device history records did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated.depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.